Event description:
In 2007, the sales representative reported that the taps were worn from excessive use. This was identified on an unreported date. On five days later, the sales representative clarified that the tips were not broken but they were splayed from wear. A splayed instrument has the potential to break.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.